Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 11-dec-2024 and forwarded to millyard advanced medical products, llc on 12-dec-2024. The patient reported she woke up with symptoms including difficulty breathing, paleness, and a headache. The patient reported that delivery had stopped, and no alarm sounded. The system is designed such that the remote will alarm after 10 hours if communication with the pump has stopped. The duration that delivery was interrupted was not reported. Remunity therapy was restarted on her backup pump and her side effects subsided. A replacement pump was sent. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.